Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with axios stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.